Manufacturer narrative:
(B)(4). Concomitant medical product: unknown femoral component, catalog #: unknown, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03061. Remains implanted.

Event description:
It was reported that the patient is suffering from pain and limited range of motion. The patient has been treated with arthroscopic lysis of adhesion and manipulation under anesthesia, however, still continuing to experience limited range of motion.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this component is competitor product. The initial report should be voided.